Event description:
Doctor tried to remove drain from patient and allegedly only half of it came out. Risk mgt. Dept. At hospital has determined the drain had been perforated at some point, and the drain line had been messed up.